Manufacturer narrative:
Additional information was received that mechanical ventilation was still working and available during the reported event. The customer also reported that this unit is not in clinical use and is located in their visitor center. This was not a reportable malfunction.

Manufacturer narrative:
Ge healthcare investigation into the reported occurrence is ongoing. A follow-up report will be issued when the investigation has been completed. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Device evaluation anticipated, but not yet begun.

Event description:
The hospital reported a malfunction causing a loss of mechanical ventilation. There was no report of patient involvement.